Manufacturer narrative:
The reported field event of setscrew too loose was confirmed. Analysis of the device revealed the right ventricular setscrew was stripped and detached from its setscrew bore. The setscrew could be over loosened causing the setscrew to dislodge from the setscrew bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an unrelated procedure, the set screw of the device was too loose and could not be screwed into the header of the device. The device was explanted and replaced. The patient was stable with no consequences.